Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse cleaned the dirty pickup assembly then verified proper operation with the cup transfer test. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause for error 2163 c.transfer cup not released was the dirty pickup assembly.

Event description:
On (B)(6) 2015, a customer reported error 2163 c.transfer cup not released on the aia-900 instrument. The customer noted that the error occurred while running ha1c. The customer checked for obstructions and went to maintenance to clear the test cup. She repowered and started the run again. The customer put on one specimen and repeated but the error persisted. The error occurred when the cup was moving over to the incubator. On (B)(6) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for ha1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.